Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the physician "did a little adjusting to up it a little bit or something." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.